Event description:
It was reported in the catheter was being placed into a patient in the emergency department. During placement, the guide wire began to snag and fray when removing from the patient's vessel. The patient developed a 4x3x2cm hematoma at the insertion site. The physician removed the cvc and the patient was apprehensive with a 2nd attempt. An alternative PICC line was considered. The patient sent to interventional radiology and received either a midline or a PICC line. The clinician did not recall which one, but they definitely had a line placed. There was a delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).